Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that sensor failure occurred. The wearable was inserted into the abdomen. On (B)(6) 2026, the patient¿s sensor failed, and no replacement sensor was applied. A fingerstick blood glucose (bg) test performed later that same day (at an unspecified time) showed a reading of 550 mg/dl. The patient reported feeling tired. A family member administered an insulin injection. A fingerstick test indicated a bg reading of ¿high.¿ emergency services were contacted, and upon arrival, paramedics also obtained a ¿high¿ bg reading. The patient was transported to the hospital. At the hospital, laboratory testing confirmed that the patient was entering diabetic ketoacidosis (dka). Treatment included intravenous insulin, saline, and fluids. The patient remained hospitalized for seven days and was then discharged. At the time of the report, the patient was described as stable but continued to feel tired. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.